Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that starting in (B)(6) 2023, the patient reported a sensation of the jaw moving ¿out of alignment,¿ accompanied by bite disturbance, increased pain and episodes of ¿locking¿.